Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B.3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd angiocath plus 22ga x 1in-foreign matter. A black foreign substance was observed inside the angio catheter.

Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed loose black stain-like foreign matter on the catheter tubing. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the foreign matter type. It was determined that it matched well with silicone. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. All the machines on the production line are fully covered. Surfaces that are in contact with products are cleaned periodically per the cleaning schedule. The white lint-free cloth that is used to clean the machine surfaces is poly (ethylene terephthalate). There are no contact points with the catheter tubing at the assembly machine before or after the lubrication process where foreign matter could potentially be introduced. Additionally, no black silicone materials are present in the machines during production. Based on these findings, the source of the foreign matter in the manufacturing process could not be conclusively identified. As this is the first foreign matter complaint reported for the reported lot, it is most likely an isolated case. Current controls include outgoing and in-process visual inspections to check for foreign matters. Additionally, there is a 4-hourly housekeeping schedule to clean all machine mechanisms in direct contact with products using 70% ipa alcohol.